Event description:
The customer reported that the device intermittently fails the opcheck for pads/paddles ECG. This was found in testing and there was no pt involvement or impact reported.

Manufacturer narrative:
(B)(4). The customer reported that the device intermittently fails the opcheck for pads/paddles ECG. This was found in testing and there was no pt involvement or impact reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.